Event description:
It was reported patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. The patient reported not being told that they needed to recharge. Surgical intervention may be undertaken to address the issue.